Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter backed out of the vein during use while inserting the peripheral venous line. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the insertion of the vvp (peripheral venous line), the secured mandrel did not dissociate from the venous catheter, so when the mandrel was removed, the entire device came out of the vein."

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter backed out of the vein during use while inserting the peripheral venous line. The following information was provided by the initial reporter, translated from french to english: "during the insertion of the vvp (peripheral venous line), the secured mandrel did not dissociate from the venous catheter, so when the mandrel was removed, the entire device came out of the vein."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.